Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Insulin pump delivered a bolus properly. No under delivery anomaly noted. Device had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 160 mg/dl. The customer treated high blood glucose with manual injections. The drive support cap was normal. Assisted customer in performing displacement test. Test was passed. The product was returned for analysis.